Event description:
It is reported that five patients underwent hip arthroplasty revisions using the burch-schneider anti-protrusio cage. Subsequently, the patients died due to unknown reasons within five to eighteen years post-operatively.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will/was be reported on 0009613350-2017-00098.